Event description:
Pt called to report on smith and nephew left total knee replacement. Pt stated about 6 months after implantation, her knee was swollen three times the normal size, it felt hot, and had no mobility. She said it only got worse, and since the original surgeon would not see her, she contacted another surgeon who said the implant had loosened. On (B)(6) 2012, the pt stated she had another surgery, where it was found that the cement did not adhere causing the loosening of her implant. She said she found out smith and nephew had recalled some of their knee implants, but that hers was not one of the ones recalled. She believes it should be and wants to prove it's defective. The pt stated she is disabled now and that her knee is totally messed up from all the surgeries. She said she has an attorney and is trying to receive compensation for her failed knee replacement.